Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for two weeks, for the peritonitis event. The patient was treated with vancomycin and other unspecified antibiotics (doses, frequencies, route and duration not reported) for the event. The patient was fully recovered from the event. The action taken with dianeal therapy was not reported. No additional information is available.